Event description:
On (B) (6) 2008, the pt reported he continues to have air bubbles in infusion set tubing and the insulin cartridge of his infusion device. He uses room temperature insulin to fill his cartridge and attaches the adapter and tubing to the cartride prior to inserting the cartridge into the device. He has not been adjusting the piston rod which he was advised to do. He stated he has had multiple face to face trainings. He stated he currently has an air bubble in his cartridge but does not want to try to remove it. He is scheduled to change his cartridge on (B) (6) 2008 and a f/u call was suggested but the pt declined. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.